Event description:
On 7/2001, the drainage catheter was placed by interventional radiology in left chest of the pt. On 6 days later, the attending md removes the drainage catheter without cutting the string. The pt's blood pressure decreases. Breath sounds in the left chest diminished. Pt expires.